Event description:
A customer reported an issue with their freestyle flash meter. Upon investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation upon returned meter. Memory overwrite was observed. Customers and retailers have been informed through the adc fa16may2006 letter.